Manufacturer narrative:
Product analysis: device returned coiled in a biohazard bag. The size indicated on the luer was consistent with the information reported. No damage observed to the tip. The balloon folds returned intact with no inflation evident. No damage observed to the balloon bond. Dry biologics was observed on the balloon folds. Deformation was evident to the distal section of shaft with raised outer shaft sections evident. No deformation evident between strain relief and shaft. On attempted inflation of the device, a leak was noted on the deformed section of the shaft of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis: one still image was provided for analysis. In the image provided the packaging for an in.pact admiral device is seen. It is not possible to confirm the reported event from the image provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure involving an inpact admiral drug coated balloon catheter, no balloon burst/leak occurred. The delivery system could not fit, could not cross the sheath. A non-medtronic inflation device was used for balloon inflation. Issue occurred on third inflation 7atm pressure. The balloon did not detach during the event the target treatment vessel was the left mid common iliac artery, which had a fibrous lesion with moderate calcification and 60-75% stenosis. The device was safely removed from the patient and no vessel injury was reported. The procedure was completed successfully using an amphirion deep 4x40 pta balloon. No patient symptoms or complications were associated with this event.